Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that buttons were not responding the insulin pump screen was lighting up. Blood glucose was unknown. Customer also reported that insulin pump was exposed to moisture and troubleshooting was performed. The insulin pump will not be returned for analysis.